Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent a procedure to have an lvad placed. The patient was later admitted for hf with intermittent capture and increased thresholds. The rv pacing lead impedance had increased, the threshold had increased and the r waves had dropped. T-wave oversensing was captured on a nonsustained rv oversensing episode. Programming changes were made. The patient was in stable condition.